Manufacturer narrative:
(B) (4). Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that while in the cath lab, the md inserted the sheath into the femoral artery. While inserting the intra-aortic balloon (iab) into the sheath, it became stuck. The md removed the iab and tried to insert the iab through the sheath again, and this time the iab went into the sheath further and got stuck. The md then removed the iab and sheath as one unit. Another iab kit was opened and this iab was inserted without difficulties.